Event description:
The surgeon attempted to implant a cc4204bf collamer plate lens, but it tore while being inserted. The lens touched the eye, but but was not implanted. There was no pt injury. The nurse stated it was unknown as to why the lens tore.

Manufacturer narrative:
H6: results - 100 (other): visual inspection of the product found the lens optic torn into two pieces. There was evidence of surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.